Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to calibrate on the second 1.07 solution with a calibration error message. The customer replaced the buffer and restarted the process, but it failed in the 1.07 solution. There was no patient or user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to calibrate on the second 1.07 solutions with a calibration error message. The customer replaced the buffer and restarted the process, but it failed in the 1.07 solutions. There was a patient injury.